Manufacturer narrative:
Event site name: (B)(6) hospital address: (B)(6) postal code: 450016 upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that prior to use (no patient involvement reported), the cardiosave intra-aortic balloon pump (iabp) malfunctioned. An electrical test with alarm code 14 upon startup was present (prior compressor failure etf), malfunction persisted even after restarting.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is (B)(6). Updated fields: b4, b6, b7, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11, d5, d9, d10, e2, e3, e4, e1 (initial reporter, event site telephone), g2, g7. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after replacing the scroll compressor, the issue was resolved. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.